Event description:
The patient's physician indicated that the patient had passed away as reported on manufacturer report #1644487-2011-02497. Prior to passing away, the patient was being scheduled to have a full revision surgery due to the high impedance.

Event description:
It was reported by a company representative that a vns patient was found to have high lead impedance at a follow-up appointment with her treating neurologist. The neurologist was instructed to program the patient's device off and refer the patient for x-rays. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.